Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing and elevated sensing integrity counter (sic). Non-sustained ventricular tachycardia events were observed but these were due to polymorphic non-sustained ventricular tachycardia (vt) events. The implanting physician mentioned that the lead was difficult to position the lead and had to be placed more basal in the rv. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.